Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 166 mg/dl. The customer stated that the display was not blank less than 30 seconds and currently display was blank. The customer was assisted with troubleshooting and the display did not return. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected solid white / blank display with unexpected vertical rainbow color lines on display due to cracked / broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self-test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly. Unit was received with minor scratched display window and case.